Manufacturer narrative:
No device was returned as the involved devices were disposed of at the facility and no radiographs were provided confirming the alleged complaint. It is unknown what the patients post op activity levels were or if any falls were experienced. It could not be confirmed if fusion had been achieved. Due to a lack of information provided a definitive route cause could not be determined, however review of the information provided suggests pseudarthrosis or excessive patient activity be a possible cause or contributor. No additional investigation can be completed at this time. If additional information is obtained follow up reporting will be completed. Label review: potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation." " metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Implant breakage may lead to wear debris deposition into adjacent tissues, causing discoloration or immunological reaction. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." "Based on the fatigue testing results, when using the nuvasive reline cervical system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Postoperative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Event description:
On a unknown date in 2019 a patient underwent a posterior fixation fusion procedure on unknown levels of the spine. On a unknown date it was discovered the patient had experienced a rod fracture. The patient was not experiencing any adverse consequences as a result of the device failure. On (B)(6) 2022 a revision occurred where the fractured rod was replaced. The surgery was completed without issue and the patient is reported to be doing well.